Event description:
The pt was seen by the clinic. Telemetry measures at that time revealed 'poor coupling to the implant'. Unsuccessful attempt was made to increse pulse durations so that a louder map could be obtained.